Event description:
The customer contacted stryker to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
It was determined that the cause of the issue was a failed power supply. The power supply was replaced to resolve the issue.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. The device's power supply and coin cell were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.